Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with current fill estimate showing 14 units and a difference from expected value greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer had not previously removed air from cartridge, so cts educated caller to make sure to complete cartridge air removal step prior to filling the cartridge. Technical support advised on proper air removal and then guided customer through filling and loading new cartridge, after which customer resumed insulin deliveries.